Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage tank was replaced and the generator and filament calibrations were performed. The system was tested and operates as intended.

Event description:
The customer reported the 9900 system displayed an error message. No patient injury was reported.